Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell on their controller while in rehab. The controller display was defective afterwards. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the lcd screen of the heartmate 3 system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded (a6220838) for review with events spanning approximately 3 days (B)(6) 2021 timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott. There were no notable alarms were active in the log file that would indicate an issue with the controller. The returned heartmate 3 system controller was submitted for testing, and initially failed due to a damaged lcd screen. The controller was disassembled, and the damaged screen was removed. A fully functioning lcd screen was removed from a test controller and inserted into the returned controller. The controller was resubmitted for functional testing and passed without any issues or alarms. The controller was connected to a mock circulatory loop for an extended period of time, and pump function was supported without any issues. Per provided information, the patient fell on their controller and noticed the damage afterwards. The root cause of the damage to the lcd screen was due to the patient falling onto their system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The product was shipped on 25jan2021. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.